Event description:
The customer was hospitalized for dka. While the customer was in the hosp, the pump was knocked off a table onto the floor. It was indicated that the pump has several cracked spots. The pump would be replaced. No further details.